Manufacturer narrative:
The lot produced 10 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements.

Event description:
Ha+ was implanted on (B)(6) 2025 to manage the patient's discomfort from a previous palmaris longus harvest related to a trapeziectomy for a suspension plasty, the surgeon performed an incision just above the wrist. In this procedure, ha+ was applied as an adhesion barrier to protect the tendons in the wrist, where the patient had been experiencing inflammation. Although the use of ha+ on the tendon was communicated as off-label, the surgeon made a decision to utilize it, drawing on his clinical expertise and judgment for the patient's benefit. However, post-operative complications arose, leading to an infection that necessitated the removal of the ha+ device.